Event description:
It was reported that the ICD delivered an alert for possible output circuit damage. It is believed that the lead arced causing a low impedance path that damaged the device. The lead remains implanted and activated.

Manufacturer narrative:
Na